Manufacturer narrative:
B5; additional information received: per the author, there is no relation to be suggested between the use of the reliant balloon int raoperatively (at the overlap zones), and the occurrence of a cva observed during follow-up, following discharge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular repair of a ruptured, extremely tortuous, descending thoracic aorta aneurysm with aortic coarctation hoogewerf m, van geldorp m, scholten j, vos j a, heijmen r h journal of vascular surgery cases, innovations and techniques volume 8, number 3 480-3 https://doi.org/10.1016/j.jvscit.2022.07.004. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A patient presented with a ruptured descending aortic aneurysm that was accompanied by extreme tortuosity and a pseudo coarctation at the level of the ligamentum arteriosum on an unknown date. Emergent endovascular repair was initiated. Using a transapical-to-femoral artery (through-and-through) guidewire technique to overcome the tortuosity, a non mdt stent graft was guided across the tortuosity and coarctation into the distal aortic arch (24 mm). The stent graft was positioned just distal to the left common carotid artery ostium, covering the lsa by intention. Another non mdt stent graft was deployed landing just distal to the coarctation. The third stent graft was deployed with adequate overlap, ending just above the intercostal arteries at the 11th thoracic vertebra. All overlaps in the stent grafts were subsequently post dilated with a reliant balloon under rapid ventricular pacing to prevent inadvertent migration. Completion angiography showed adequate positioning of the stent grafts without endoleak. The patient was discharged home at 14 days after surgery, a cerebrovascular accident was reported to have occurred after discharge. An absence of endoleak and aneurysm sac regression was found on follow-up cta at 6 months postoperatively. No additional clinical sequalae were provided.